Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and blank display. The customer¿s blood glucose was 500 mg/dl at the time of the incident. The customer reported that the insulin pump was not working. It was reported that they had blank display. The customer didn't troubleshooting for high blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.